Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5273017. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(4). This device does not have an expiration date. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that following injection into his abdomen, the customer removed the suspect device from the site and noted the needle was missing. He could not see or feel the needle. The customer went to urgent care and had two x-rays and an office visit. The needle was not detected by either x-ray and the needle was not seen by the doctor at the injection site. No additional follow up or interventions provided. The customer reported he typically reuses the pen needle 2-3 times and will straighten out the needles if they are bent.